Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a fracture confirmed with fluoroscopy and visual inspection once it was explanted. It is believed that this fracture occurred as patient fell while scooping snow. This lead showed noise, oversensing, high impedance out-of-range and pacing inhibition. Eventually, this lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Correction: - h6 (impact codes): "serious injury/ilness/impairment" was removed, not required upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact (not severed). The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 244 to 270 millimeters from the terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of noisy signals, oversensing, brady pacing not delivered when required and pacing impedance high out of range allegations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a fracture confirmed with fluoroscopy and visual inspection once it was explanted. It is believed that this fracture occurred as patient fell while scooping snow. This lead showed noise, oversensing, high impedance out-of-range and pacing inhibition. Eventually, this lead was returned for analysis. No additional adverse patient effects were reported.